Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the 'meter ran high'.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: the bench testing confirmed when the battery was reinserted after 6-hrs without power the time/date reset to default. The black box shows evidence of a time/date reset after power on reset on (B)(6) 2014 04:22; deliveries resumed at 07:38. A manual time change was made on (B)(6) 2014 from 01:39 to 13:39. Pump was exercised for 24-hrs with returned battery cap/returned cartridge cap. After 24-hrs the battery was removed for 6-hrs. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; a visible inspection confirmed the internal battery was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.